Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported the pump was in a motor stall, it restarted and the finally ¿was blocked.¿ the patient experienced underdose symptoms including pain. Troubleshooting included checking the logs. The physician decided to explant the pump. The catheter was checked and noted to be patent. The issue was reported as not resolved and the cause was not determined. Thirty minutes after the replacement the patient felt ¿fine.¿ at the time of the event the patient's status was reported as alive-no injury. This device system delivered baclofen, morphine, and clonidine. Additional information was requested. It was later provided that the baclofen used was confirmed to be lioresal. The pump logs indicated that a motor stall occurred on (B)(6) 2014 at 08:12 and recovered on (B)(6) 2014 at 23:55. Another stall occurred on (B)(6) 2014 at 01:43 and recovered on (B)(6) 2014 at 06:58. Another stall occurred on (B)(6) 2014 at 07:04 and recovered on (B)(6) 2014 at 22:53. A motor stall occurred on (B)(6) 2014 at 00:01 and recovered that same day at 14:42 but then stall again at 15:20 and then recovered on (B)(6) 2014 at 21:37. A stall then occurred then on (B)(6) 2014 at 05:29.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies including; stall due to shaft- bearing, stall due to gear wheel 3, and corrosion and/or wear and/or lubrication. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.